Manufacturer narrative:
(B)(4).

Event description:
It was reported that there is no audio on this oximeter. There is no patient involvement reported. There is no report of serious injury or death associated with this event.